Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Concomitant medical products: 419388 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device check it was found that the cardiac resynchronization therapy pacemaker (crt-p) had triggered elective replacement time (ert) approximately two weeks earlier. The patient had experienced labored breathing in the past month and had not been feeling well. Temporary reprogramming and iterative adjustments were during interrogation and testing; no permanent changes were made. Replacement was scheduled and the device was expected to function in vvi mode until the changeout, however the patient experienced syncope, falls, and nine second pauses when the device suddenly had no output. The initial procedure date was postponed because the area around the device was red. In the week before the procedure the patient had other spells. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis confirmed the right ventricular tip lifted wire bonds. Physical analysis indicated that the wire bond lift failures were due to weakening of the bond strength caused by kirkendall/horsting void coalescence at the aluminum (al)/gold (au) intermetallic compounds-to-connector block interface. There was evidence that the connector block had ¿thin au¿ plating.